Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and another neurostimulator related to the event is: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient could not recharge the ins on the right side. It was reported that troubleshooting was done with the programmer. It was reported that the patient¿s tremors have been really bad. It was noted that the patient last charged the device eight months prior to this report. It was also reported that the patient had a return of symptoms and started seeing icons eight months prior to this report. It was reported that the patient was going to follow-up with a healthcare professional.